Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 1026 was identified during a review of the event history log. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A sample evaluation was performed and the device passed visual inspection and all the functional tests. The power on test was successfully performed. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the condition was undetermined. As a preventative measure, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. It was not reported if the patient was connected at the time of the alarm or during what therapy step it occurred. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.